Event description:
This is the second issue involving this pt, see MDR 3006425876-2014-00091 for the first complaint. During insertion in the ICU, the chief nurse was unable to successfully insert the second swg/catheter resulting in the kinking of the swg. A third kit was opened and used without. A delay was reported, however, there was no reported death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
Complaint no. (B)(4).